Event description:
Information was received indicating that a smiths medical cleo 90 cannula was being felt by the patient in the old site that was discontinued on (B)(6) 2020. There were no reported adverse events associated with this issue.